Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was believed to be in storage mode during the device replacement procedure. A clinician had reported that the device had declared elective replacement indicator (eri) battery status in (B)(6) 2009, and that in march 2010 the monitoring voltage was 2.26v. It was noted that the device was included in the shortened replacement window advisory that was issued april 5, 2007. The patient had been noncompliant with device checks, so the srw advisory behavior could not be confirmed. However, the device appeared to have declared eri within four years of implant. Technical services discussed attempting to interrogate the device, and placing a magnet over the device to see if tones were emitted. The device was successfully explanted and replaced with another boston scientific ICD. During the procedure, the competitive defibrillation lead was surgically abandoned due to the recall advisory for that model and a boston scientific defibrillation lead was implanted.

Manufacturer narrative:
The explanted device was returned and is undergoing analysis. This report will be updated when analysis is complete. Analysis was performed at our post market quality assurance laboratory. The device was not in storage mode, and all therapy was available at the time of explant. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had two compromised low-voltage capacitors, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report.

Manufacturer narrative:
Upon receipt, initial laboratory analysis determined that this device did not meet expected longevity predictions as described in device labeling. A review of device memory confirmed that the device had declared elective replacement indicator (eri) battery status on (B)(6), 2009. End of life (eol) was declared (B)(6), 2010. The device was not in storage mode on (B)(6), 2010 when the device was explanted. All therapy was available while the device was implanted. However, the device reverted to storage mode during electrical testing. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had two compromised low-voltage capacitors, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report.